Event description:
It was reported that three mos post implant of a lap gastric band, erosion was found with esophagogastroduodenoscopy (egd). The band had to be removed in 2008. The procedure started out laparoscopically. The erosion appeared to be on the anterior side and a little on the lateral side. The surgeon scoped the pt intra-operatively, and found the posterior wall had also been eroded through. The procedure was then converted to open to repair the posterior wall. The pt has been released from the hospital and seems to be fine.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.